Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17360. It was reported that the patient presented for a generator change out procedure. Upon review, the right ventricle lead and the atrial lead exhibited noise. No intervention was performed considering the patient's age and health. Patient was stable.